Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix iliac limb stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for an unknown reason where physician observed narrowing of the sealing rings and occlusion of the right iliac limb. The physician elected to re-intervene by placing a palmaz stent in the aortic body stent graft and performing a thrombectomy of the right iliac limb. Stents were placed in the proximal portion of the limbs as well. The procedure was successful, with the final angio showing restored flow through the aortic body down to the lower extremities. As of the date of this report, there have been no additional patient sequelae reported.